Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the patient line of the homechoice cassette and a peritoneal dialysis (pd) transfer set. The patient was connected at the time of the event. This occurred during dwell one of four of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session and advised the patient to start over therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.